Manufacturer narrative:
Inspection of the returned bezel assemblies confirmed one or more separated bezel bosses. Previous investigations have shown that this failure mode can lead to either an under or over infusion, failure to alarm for occlusion, or a motor stall condition depending on how the bezel sits when the door is closed. The issue with the separated bezel bosses has been risk assessed via risk assessment (ra) dir: 10000308550. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
This file is to document the separated bezel bosses on devices that were returned for repair due to an external lower hinge crack. There was no report of patient involvement.